Event description:
It was reported that during a trial procedure, the stylet kinked through the wire and the surgeon was unable to remove the stylet. The lead unraveled and the foramen needle could not be removed. Another trial lead was used and the case was completed. It was noted that the case time was lengthened.

Manufacturer narrative:
(B)(4).